Event description:
The device was used to check the customer's blood glucose. A result of 157 mg/dl was obtained. A repeat test yielded 139 mg/dl. The customer was comatose and emts were called. Emts checked their glucose and the level was 39 mg/dl. Patient was treated with a gloucose IV. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.